Event description:
I had the essure implant procedure performed on (B)(6) 2008 in my doctors office. I was supposed to have been scheduled to have the uv dye test performed on or by (B)(6) 2008 to ensure that the device had taken correctly. The uv test was never scheduled, at the end of (B)(6) 2008 I began bleeding and experiencing extreme cramping I thought it to be normal until (B)(6) 2009, while I was in the shower I noted that something had fallen out of me and into the shower. Upon looking closely at it I realized it was the essure implant it looked like a small spring from a pen, I then contacted the doctor's office and explained what had just happened and that is when I had been advised to go into the doctor's office immediately. When I arrived into the doctor's office I was taken into an exam room immediately, and an ultrasound was performed. During this office visit, the doctor stated that I would need to have a hysterectomy performed in order to stop the bleeding. On (B)(6) 2009, I was admitted into the hospital and had a hysterectomy performed, at that point, I had been bleeding constantly with big clumps of blood coming out.